Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation attached to the dark blue female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned mini cap was retested using an in-lab transfer set and no issues or leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set did not fit tightly to the minicap which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.